Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the resin part of tube fell off due to external factors, such as chemical/physical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a cut on connecting tube, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet specifications, control unit has corrosion due to water leakage, universal cord has a wrinkle scratch and dent, scratches dents and wrinkles found throughout the device, up/down plate and grip are sticky, due to damage on charged coupled device unit, the image is not displayed, due to a scratch on electrical contact of video connector, the image is not displayed, and the label on light guide connector is peeled. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope had curved rubber torn. During inspection and evaluation, falling off of image guide flexible tube resin part. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.